Event description:
It is reported that the threads on the shell were stripped when removing inserter making it impossible to reattach and reposition shell. Another shell of the same size was used to complete the surgery.

Manufacturer narrative:
Evaluation summary: the returned device was found to have damage to the leading thread. However when checked with the thread gage the threads where found to be to specification. Based on the info provided, a definitive cause for the experience observed cannot be determined with certainty. Evaluation codes: the manufacturing records were reviewed and found to be conforming indicating that the device manufactured, inspected, and packaged to specification.